Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified and the most likely underlying cause of the complaint could not be determined. Device history record (DHR) review was unable to be performed as the lot numbers of the devices involved in the event are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00880-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2017-00880.

Event description:
It was reported that while preparing for a product demonstration the sales distributor identified it is almost impossible to load the blades or temporary fixation pins in the driver. If you are able to get a blade/pin loaded in the driver, then you struggle to remove the blade/pin. One of the drivers won¿t turn when blade/pin is loaded. No patient involvement. No adverse events have been reported as a result of the malfunction.